Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Block h11: investigation results: based on the information available, boston scientific could not confirm the reported event of catheter guide break. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on the information available and without proper evaluation of the device, it is unknown if the reported events were due to the technique used during the procedure, anatomical conditions or related to device malfunction. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of catheter guide break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was attempted to be implanted during a procedure performed on (B)(6) 2026. Reportedly, the inner catheter was damaged as it was separated, and the stent was not able to be released. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event.